Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015. Customer stated her son found her unconscious; he called the emergency medical services and she was taken to the hospital. Blood glucose at the time of admission was 21 mg/dl. The customer also reported that on (B)(6) 2015, she experienced low blood glucose of 17 mg/dl. She lost consciousness, fell and broke her hip. Customer stated that the cause of the low blood glucose is unknown but the doctor is adjusting the basal rate settings. Customer requested assistance with changing the setting but was unable to read the display due to having laser eye surgery recently. Customer stated she will have the doctor make the updates.